Manufacturer narrative:
(B)(4) 2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Site representative stated that system shut-down unexpectedly when they were setting-up for a case. Believe to be a faulty electrical outlet. The medtronic representative determined there was a power surge in the room, tested the navigation system with a different electrical outlet. System was on and running successfully. System performed as intended. Issue resolved. (B)(4) 2015 a medtronic representative, following-up at the site, reported the issue was with the outlet that the navigation system was plugged into. The outlet is a known problem at the hospital. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 a second medtronic representative, following-up at the site, reported the medtronic spine representative that was in attendance at the procedure did not notice or hear any beeping from the system . The frame was attached to the patient, they were waiting for the imaging system to enter the room. This procedure was an open case from the beginning, they brought another navigation system into the room and plugged it into another outlet. The surgeon did not have to resect any additional tissue. The case was successful. The hospital took measurements to cover the outlet with note "do not use" until they could further investigate the issue.

Event description:
A medtronic representative reported that, while in the middle of a spine procedure, the site's navigation system become unresponsive, then functioned for a while, then had an unexpected shut down. In trouble-shooting, the surgeon switched to fluro for images, and opted to discontinue navigation. No further details were reported. The surgeon opted to complete the procedure without the use of the navigation system and without the imaging system. There was no impact on patient outcome.